Manufacturer narrative:
Post evaluation and determined to be MDR reportable the device was observed to produce straight shots. This was due to a broken tip that may have been exposed to some type of excessive stress, causing the break.

Event description:
The initial complaint reported was the device would not fire. The instrument was observed to produce straight contructs post evaluation in 2007.